Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) showed an invalid syringe size alarm. The device was visually inspected. A downstream occlusion (dso) seal is delaminated was noted. A functional test was performed, and the reported issue was not confirmed. The probable cause of the issue was due to seal is delaminated and dso sensor work out of specification. As a result, the replaced dso seal and recalibrated dso sensor. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer was reported that the device did not work. There was no reported patient involvement or harm. Evaluation of the returned device identified the issue with downstream occlusion (dso) sensor.